Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): probe would not cut (failure to cut). An operating room nurse reports at the beginning of a procedure, the probe would not cut. There was no injury reported with this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)